Event description:
It was reported the patient never had therapeutic effect and the leads in their neck were bothering them. The device never helped the patient and it did not work for the dystonia in their neck. The patient saw three healthcare professionals (hcp) and they could not get it to work. The patient had the device removed five years prior to this report. Follow up with the patient indicated they did not have any concerns with the device or therapy.

Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator; product ID neu_unknown_ext, lot# unknown, implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot# j0519171v, implanted: (B)(6) 2005, product type lead; product ID 3387-40, lot# v006765, implanted: (B)(6) 2006, product type lead (x2); product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3387-40, lot# v006765, implanted: (B)(6) 2006, product type lead (x2); product ID 7426, serial# (B)(4), implanted: (B)(6) 2005, product type implantable neurostimulator. (B)(4).